Event description:
Home patient (hp) contacted baxter's tech service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during drain 1/6 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp noted moisture when closing the clamp on the pt line of the hc set, as if it were "leaking". Tsc assisted hp in ending the apd therapy early. Per rn, no pt injury or medical intervention was associated with this incident.